Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels, customer was also in a coma. Customer's blood glucose levels was 20mg/dl when the paramedics arrived. Blood glucose levels at the time of hospitalization was between 76mg/dl and 80mg/dl. Customer stated that they did not eat enough food, and he believes that is what his blood glucose levels go low. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).